Event description:
Cotton on the inside tore, leaving pieces behind - tampon [foreign body in reproductive tract]. Cotton on the inside tore and shredded as I pulled it out, leaving pieces behind - tampon [complication of device removal]. Cotton on the inside tore and shredded - tampon [device breakage]. Case narrative: consumer reported via phone that the tampon tore and shredded during removal. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.